Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical. The suspect bridge board was removed and returned. The malfunction was duplicated and attributed to low resistance across two capacitors.